Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is not existing UDI regulation. The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to a relay on the pace/defib (pd) engine board. The pd engine board was replaced to remedy the report. The device was recertified and returned to inventory. The customer was sent a replacement device. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during incoming inspection, the device displayed "pacer fault 115" and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.